Event description:
The patient developed severe infections at the neurostimulator (ins) and lead sites. Both were explanted. Additional information has been requested.

Manufacturer narrative:
(B) (4).